Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they couldn't get their handset and communicator to connect to their implant to put it into MRI mode because they were getting a message that said internal device has lost all data. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. The patient stated they were supposed to have an MRI tomorrow and they needed to be able to put themselves in MRI mode but they weren't able to do so at the time of the call because they'd gotten this message when they went to connect today (B)(6) 2024. The patient denied having coming into contact with any large amount of electromagnetic interference recently. Patient services reviewed battery longevity considerations with the patient and the patient stated they thought they were at a setting where the stimulation level was between 4.0 v and 7.0 v but they were not sure. Patient services reviewed with the patient th at their ins battery may have reached its end of life and redirected the patient to follow up with their health care provider (hcp) to check the implanted system. The patient stated they would reach out to their health care provider (hcp) about the message to further investigate the issue and to discuss next steps.